Event description:
It was reported that multiple occlusion alarms occurred. Reportedly, the customer had been using the same cartridge for over 3 days using novolog insulin and was also pulling insulin from his cartridge and used it to fill a new cartridge. Tandem customer technical support informed customer that novolog insulin is indicated for use with tandem supplies for 3 days and residual insulin remaining in the cartridge is unusable. Customer changed cartridge and infusion set to address the issue. There was no reported adverse impact to the customer¿s blood glucose level.

Manufacturer narrative:
Use error. Per tandem¿s cartridge instructions for use: "replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog. This can cause very high or a very low blood glucose. Per tandem user guide: residual insulin remaining in the cartridge is unusable. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.